Event description:
Consultation note dated (B)(6) 2009 notes that the patient presented to the clinic for increased seizures. The notes indicate that the patient's mother notes that the seizures have increased in intensity and frequency recently. It was noted that the frequency has increased on average to two per week and that these occasionally cluster. It was noted that the last known episode occurred on 02/21/2009 and that provoking factors include stressful events. Discharge summary dated (B)(4) 2009 note that the patient has experienced an increase in frequency during the past month. Discharge summary dated (B)(4) 2010 noted that the patient was admitted for definitive diagnosis of increasing frequency of spells. It was noted that these occur with a frequency of two to three seizures over on to two days, with return to baseline between the spells, and these one to two days will happen every couple of weeks. It was noted that trigger is possibly stress and that the last event was two to two and a half weeks prior. An eeg was performed and medication changes were done. The relationship of the increase in seizures to vns is unknown. Attempts to obtain additional information have been unsuccessful to date.